Event description:
It was reported the device displayed the alarm cassette not attached. No patient injury was reported.

Event description:
Additional information was received via email and attached by the manufacturer on 06-dec-2021. The reported issue was not during patient use.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation however, during power up, a different constant alarm occurred. Root cause of the reported issue is unknown, but the downstream occlusion (dso) sensor and main board are possible causes. Recommend to replace the downstream occlusion sensor as preventive measure and replace the main board due to the error code found. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.